Event description:
It was reported that a no alerts message occurred. Data was evaluated and the allegation was confirmed as a transmitter failed error was confirmed. The probable cause was determined to be a transmitter failed error. The reported event of a no alerts message is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4) 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a no alerts message occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage. Nordic bluetooth pairing test was performed and failed. A review of the share logs was performed and the allegation was confirmed as a transmitter failed error was confirmed. The probable cause was determined to be a transmitter failed error. The reported event of a no alerts message is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). 3004753838-2024-154684 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.